Event description:
It was reported that pump generated cartridge alarm 20 that did not occur during cartridge loading and had not been reported previously for this pump. There was no adverse impact to the customer¿s blood glucose level. Customer, with assistance from technical support, loaded new cartridge using proper technique, successfully resumed insulin therapy, and provided original cartridge pouch lot number w1886687.